Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was not working correctly, it was alarming motor error and it was unable to clear it. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.